Manufacturer narrative:
Product analysis #251955822:analysis information -- 2020-10-13 10:49:59 cst pli# 10 product ID# 97712 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d11: product ID 97754 lot# serial# (B)(6) impl anted: explanted: product type recharger h3: analysis of the ins (s/n: (B)(6)) found the device to be functionally okay with insignificant anomalies. H6: fdc 67 pertains to the ins (s/n: (B)(6)). Fdm 10 and fdr 213 pertain to the ins (s/n: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial #: (B)(4), product type: recharger . Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the distributor via a manufacture representative regarding a patient with an implantable neurostimulator (ins). It was reported that about one month ago the implant site of the ins began to warm up during the recharge procedure. This occurred during normal use. When asked the patient if they had noticed any abnormality with the charging system, they informed that the equipment did not present any error message or icon that made them suspect a malfunction. The patient chose to keep the device turned off due to the gradually intensifying heat sensation. Burns and symptom return was noted. Troubleshooting and diagnostics were performed. Tests with the recharger system (no results) and telemetry analysis. Tests with other recharger system was noted. According to a telemetry held on (B)(6) 2018 using the clinician programmer, it was noticed that the coupling between the recharging system and its status was fine, but the battery's service life was lower than expected for the programmed parameters. The spinal neurostimulation therapy worked perfectly until this issue began and the symptoms only returned when the device was on. There were no out of range impedances. The ins will be replaced in the future. It was unknown if the recharger was replaced, but it was noted that the recharger will be returned to the device manufacturer. The patient was alive with temporary injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the ins replacement had not yet been scheduled as of (B)(6) 2019, though the patient was ¿undergoing preoperative exams.¿ additionally, it was noted the recharger was also ¿not yet¿ replaced. It was ¿not possible to determine¿ the cause of the heating sensation and burns or the cause of the ins service life being lower than expected. The patient¿s indication for device use was ¿intractable chronic pain after three surgical procedures fail.¿ no further complications were reported or anticipated.